Event description:
No additional information to be provided at this time.

Manufacturer narrative:
Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date: thrombosis, post-thrombotic syndrome, pain, edema, tingling (feet); depression. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported post-thrombotic syndrome, pain, edema, tingling (feet); depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
H6 (device code): appropriate term/code not available (3191) for device, occluded filter. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2005 via the right internal jugular vein due to prophylaxis for dvt and pe. Patient is alleging caval thrombosis and post-thrombotic syndrome. The patient notes and further alleges "on blood thinners due to it failing and causing hospitalization. Before removal swelling and pain in both legs and stomach area. Some swelling still during heated days. Fatigue from having the issues still and pain in legs and feet tingling, loss of motivation to exercise because of fatigue." Per the report for the initial attempt to remove the ivc filter: remove ivc filter on (B)(6) 2005: findings: "an injection of contrast below the filter shows a volume of clot extending in and around the filter and up around the apex of the filter, filling approximately 50% of the cone of the filter. At this point, we decided to leave the filter in place. We will be happy to evaluate her in 2 weeks, where we could consider the possibility of thrombolysis and filter removal." Per the CT abdomen pelvis w contrast (B)(6)2017: impression: "there appears to be complete occlusion of the inferior vena cava just above the tip of the appropriately placed inferior vena caval filter, with nonocclusive thrombus in the left renal vein, with marked distention of all major veins below the level of the inferior vena cava, as well as extensive edema and mild ascites throughout the pelvis." Per the ir thrombolytic venous therapy subsequent day (B)(6) 2017 : findings: "ivc filter is noted and no thrombus is present within the confines of the filter." Per the successful ir ivc filter retrieval on (B)(6) 2017: impression: "successful laser assisted ivc filter retrieval." The patient further notes "depression from the accident and not being able to walk for a year. No meds were given ever."